Event description:
The customer reported that the central nurse's station (cns) was displaying an error message and intermittently rebooting on its own. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying an error message and intermittently rebooting on its own. No patient harm was reported. Investigation summary: the reported issue of the cns application restarting itself could not be confirmed nor duplicated as the device was not returned for evaluation. The customer reported that the issue was resolved and that a fix was performed. Details of the fix were not provided by the customer. As the unit did not require repair or evaluation from nk to resolve the issue nor did the customer request additional support, the cause is unlikely to be related to a device malfunction or deficiency. A loaner unit was sent to the customer in ticket (B)(4) for sn:(B)(6). The loaner unit, sn:(B)(6), was reported to also have issues with cns application exiting which is documented in ticket (B)(4). Ticket (B)(4) was opened to document a similar application issue with sn:(B)(6). As both units experienced these issues after the customer received them, possible causes may be related to user workflow or improper set up. A serial number review of the reported device does not reveal additional related complaints. The loaner unit has not been returned and is currently still in use at the customer's facility. No similar issues have been reported. The issue with both units was most likely resolved.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the central nurse's station (cns) was displaying an error message and intermittently rebooting on its own. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is displaying an error message, this unit was recently received back from nk. According to the customer, the error message pops up after a few minutes of use and when they click on cancel, the application reboots itself and after a few minutes, the message comes back up. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: patient identifier; relevant tests/lab data, including dates; preexisting medical conditions; and concomitant medical products: attempt # 1: 10/12/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 10/18/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 10/26/2022 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The customer reported that the central nurse's station (cns) is displaying an error message and it is rebooting by itself. There was no patient injury reported.